Event description:
Needle broke in the patient during its second pass. Needle was new. Cannula was not used. It was the first use of the elite pass suture shuttle. Malfunction report form confirms the broken piece remains in the patient.

Manufacturer narrative:
Device is not being returned for evaluation.